Manufacturer narrative:
Investigation summary a device history review was conducted for lot number 9197398. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on visual analysis of the photograph submitted by your facility, our engineers have determined determined that the identity of the material is solidified silicone. Silicone is a material used to manufacture this device, and is applied to the catheter as a lubricant for reduced resistance during insertion. Excess application of the lubricant is currently possible due to limitations in the manufacturing process. Bd is currently investigating potential process changes to eliminate the occurrence of similar events.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system had foreign matter on the catheter tube. This was discovered before use. The following information was provided by the initial reporter: when the nurse checked before using, she found that there was an unknown material attached on the front of the indwelling needle¿s catheter tube , which had safe issue to use.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd intima-ii¿ closed IV catheter system had foreign matter on the catheter tube. This was discovered before use. The following information was provided by the initial reporter: when the nurse checked before using, she found that there was an unknown material attached on the front of the indwelling needle¿s catheter tube , which had safe issue to use.